Event description:
It was reported that an asymptomatic patient presented in clinic for dft testing. Externalized conductors were observed via fluoroscopy. Electrical function of the lead was normal. The lead will be monitored.